Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 alarm (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm, rewind the pump. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 150 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 150 pounds which is updated in section a4. Pump passed displacement test and self-test. No alerts/alarms/anomalies noted during testing. Successfully utilized thump to download history files and trace files. Pump error 63 alerted on 05/13/2025 07:54:20.000, 05/16/2025 16:50:31.000 and 05/16/2025 18:50:12.000 with variable (15). Pump error 63 (variable 15) alarm due to hardware anomaly (line number = 147 and file number = 2017) with twi interface or with ad5161 chip. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay. Pump error 63 alarm did not occur during testing, however pump error 63 alarms found in the history or trace files on 16-may-2025. Moisture damage confirmed on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.